Event description:
From clinical trial study organizer: it was reported that the device was implanted in patient for administration of clinical trial drug on (B)(6) 2011. According to report, it was difficult to deliver clinical trial drug on (B)(6) 2013 and x-ray identified possible fracture and displacement of device catheter from intrathecal space. The device was surgically explanted on (B)(6) 2013: the removed portion of used catheter was observed to have fractured into 2 pieces. A replacement device was implanted. Patient was released from hospital care on (B)(6) 2013. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.